Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "no message" alarm occurred several times to a smiths medical cadd-legacy® plus pump. The cassette that was attached to the pump was detached and re-attached; cancelling the alarm. Subsequently, the alarm occurred again days later and the pump was replaced. No adverse effects were reported.